Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. Produce event summary: the lead was not returned for analysis. However, performance data collected from the device was received, analyzed, and no anomalies were found on the save to disk. It was noted that there is no recorded svc (superior vena cava) impedance in the s2d file. Concomitant medical products: d224trk ICD, implanted: (B)(6) 2011; 4068-45 lead, implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported that prior to device changeout the right ventricular (rv) lead svc (superior vena cava) coil impedance was within normal range. Then during the changeout procedure the svc coil impedance showed "none" which means the device registered an out of range impedance value. It was noted that confirmed "none" result for svc impedance several times, even after re-inserting lead pin into header. The physician decided to keep the rv lead and therefore inserted the svc coil pin into the header, but program the svc coil off in device. Additionally, it was reported that an atrial lead impedance warning had been triggered due to low impedance on the atrial lead. Noise was also observed on the atrial lead and it was noted that the atrial lead did not capture at five volts during analyzer testing. The lead was capped and replaced. No patient complications have been reported as a result of this event.